Event description:
Clinical study: the patient was enrolled in the program in 2004. Target lesion 1 was identified in the proximal rca with 90% stenosis and a 3.0 mm reference vessel diameter. Target lesion 1 was treated with placement of a 3.0 x 12 mm taxus stent. Residual stenosis was 0%. The pt was discharged the next day. The pt presented four mos later with recurrent chest pressure. Pt also complained of abdominal pain. Cardiac catheterization revealed: lmca - widely patent, lad - widely patient, lcx-patient; diffuse disease in om1, rca (target vessel) - high grade focal instent restenosis, aortogram revealed high grade narrowing of the celiac axis with a widely patent superior mesenteric artery. The pt was referred for pci of the restenotic lesion in the proximal rca. The pt was admitted six days later and that day underwent cutting balloon angioplasty of the proximal rca lesion. This was followed by placement of a 2.5 x 16 mm taxus stent. Residual stenosis was 0%. There were no reported complications and the pt was discharged the next day. Relationship to taxus stent: probable.